Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, pain, mobility (2023_0709, 2023_0710 and 2023_0711 are same patient).